Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implanted neurostimulator (ins) was turning itself off on its own. The patient stated this had occurred 10 times since around (B)(6) 2020.  The patient was charging the ins every other day.  They would see that the ins was at a 90% or a 50% charge, and then would press the x-button on the controller, which showed them that the stimulation was off.  The patient confirmed they were able to then turn the ins back on.  It was reviewed there was not much troubleshooting that can happen over the phone and encouraged the patient to keep a log of when this occurs as well as to meet with their doctor and a manufacturer representative (rep) to check the device and the recharge statistics.